Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted, the suture was not present. The device was removed and a second and third proglide were used with the same results. On the fourth attempt with a proglide, the physician realized he had forgotten to perform step 2 (needle deployment to capture the suture) with the previous three devices. The fourth proglide was used in accordance with the instructions for use and hemostasis was achieved. There were no reported adverse pt effects. No add'l info was available.

Manufacturer narrative:
(B)(4). Device #2 proglide, part# 12673-03, lot # unk, is being filed under a separate MFR report number. Device #3 proglide, part# 12673-03, lot # unk, is being filed under a separate MFR report number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be preformed.